Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient had pelvic pain, stress urinary incontinence. The procedure performed was lavh and transobturator taping. Reason for mesh implantation: hypermobile urethra, stress urinary incontinence, chronic pelvic pain with deep dyspareunia and dysmen orrhea. Postoperative complications: (B)(6) 2005: complains of some discharge odor. On examination revealed vaginal granulation tissue at right cuff, intact epithelium. Assessment and plan: normal postoperative granulation tissue ¿ premarin vaginal cream prescribed. Recheck vagina 2-3 weeks. (B)(6) 2006 ¿ (B)(6) 2006: dyspareunia - premarin cream, scheduled pelvic ultrasound. (B)(6) 2009: deep dyspareunia, hot flashes, pain longest started at vestibula. Omentum palpable ¿ premarin vaginal cream prescribed. First additional surgery: (B)(6) 2010: underwent laparoscopy, lysis of adhesions and enterolysis for severe pelvic pain under general anesthesia. Complications post first additional surgery: (B)(6) 2011: dyspareunia, pain in right bladder ¿ ordered ultrasound second additional surgery: (B)(6) 2011: underwent laparoscopy, lysis of adhesions, and aspiration of posterior cul-de-sac fluid for pelvic pain and intrapelvic adhesions under general anesthesia. (B)(6) 2013 - pelvic pain, mesh complication and dyspareunia ¿ scheduled for excision of midurethral sling, urethrolysis, cystourethroscopy and revision of vaginal cuff mesh revision surgery: (B)(6) 2013 ¿ underwent excision of midurethral sling, urethrolysis, cystourethroscopy and revision of vaginal cuff under general end otracheal anesthesia no. Following mesh revision surgery, she did not develop any complications and did not undergo any additional surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative condition was a hyper-mobile urethra, stress urinary incontinence and chronic pelvic pain with deep dyspareunia and dysmenorrhea. The procedure performed was a laparoscopic assisted vaginal hysterectomy and trans-obturator tape. Postoperative complications: on (B)(6) 2005 the patient complained of some discharge odor. On examination revealed vaginal granulation tissue at right cuff, intact epithelium. Assessment and plan: normal postoperative granulation tissue ¿ premarin vaginal cream prescribed. Recheck vagina 2-3 weeks. From (B)(6) 2006 ¿ (B)(6) 2006: dyspareunia - premarin cream, scheduled pelvic ultrasound. On (B)(6) 2009: deep dyspareunia, hot flashes, pain longest started at vestibula. Omentum palpable ¿ premarin vaginal cream prescribed. First additional surgery: on (B)(6) 2010: underwent laparoscopy, lysis of adhesions and enterolysis for severe pelvic pain under general anesthesia. The complications post first additional surgery: on (B)(6) 2011: dyspareunia, pain in right bladder ¿ ordered ultrasound. Second additional surgery: on (B)(6) 2011: underwent laparoscopy, lysis of adhesions, and aspiration of posterior cul-de-sac fluid for pelvic pain and intrapelvic adhesions under general anesthesia. On (B)(6) 2013 - pelvic pain, mesh complication and dyspareunia ¿ scheduled for excision of mid-urethral sling, urethrolysis, cystourethroscopy and revision of vaginal cuff. Mesh revision surgery: on (B)(6) 2013 ¿ underwent excision of mid-urethral sling, urethrolysis, cystourethroscopy and revision of vaginal cuff under general endotracheal anesthesia no. Following mesh revision surgery, she did not develop any complications and did not undergo any additional surgery. Procedure (s) performed: laparoscopic assisted vaginal hysterectomy and trans-obturator tape reason for mesh implantation: hypermobile urethra, stress urinary incontinence, chronic pelvic pain with deep dyspareunia and dysmenorrhea. Postoperative complications: (B)(6) 2005: complains of some discharge odor. On examination revealed vaginal granulation tissue at right cuff, intact epithelium. Assessment and plan: normal postoperative granulation tissue ¿ premarin vaginal cream prescribed. Recheck vagina 2-3 weeks. (B)(6) 2006 ¿ (B)(6) 2006: dyspareunia - premarin cream, scheduled pelvic ultrasound. (Interim medical records during (B)(6) 2006 - (B)(6) 2009 are not available for review) (B)(6) 2009: deep dyspareunia, hot flashes, pain longest started at vestibula. Omentum palpable ¿ premarin vaginal cream prescribed. (Interim medical records during (B)(6) 2009 ¿ (B)(6) 2010 are not available for review) first additional surgery: (B)(6) 2010: underwent laparoscopy, lysis of adhesions and enterolysis for severe pelvic pain under general anesthesia. Complications post first additional surgery: (interim medical records during (B)(6) 2010 ¿ (B)(6) 2011 are not available for review) (B)(6) 2011: dyspareunia, pain in right bladder ¿ ordered ultrasound second additional surgery: (B)(6) 2011: underwent laparoscopy, lysis of adhesions, and aspiration of posterior cul-de-sac fluid for pelvic pain and intrapelvic adhesions under general anesthesia. On (B)(6) 2013 - pelvic pain, mesh complication and dyspareunia ¿ scheduled for excision of midurethral sling, urethrolysis, cystourethroscopy and revision of vaginal cuff mesh revision surgery: (B)(6) 2013 ¿ underwent excision of midurethral sling, urethrolysis, cystourethroscopy and revision of vaginal cuff under general endotracheal anesthesia no. Following mesh revision surgery, she did not develop any complications and did not undergo any additional surgery. On (B)(6) 2013 ¿ underwent excision of midurethral sling, urethrolysis, cystourethroscopy and revision of vaginal cuff under general end otracheal anesthesia

Event description:
Procedure: urologynecological; lavh and transobturator taping. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information has been requested, but not yet received.